Manufacturer narrative:
On may 17, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, mentor became aware that the patient patient underwent bilateral explantation and replacement with catalog number 3502251bc; serial number (B)(6) on the left side, and with catalog number 3502251bc; serial number (B)(6) on the right side on (B)(6) 2022. Fields d6b for explantation date have been updated to (B)(6) 2022 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2022, mentor failure analysis lab received two devices for evaluation with same lot number. Device analysis findings showed both implants were received ruptured and it's not possible to identify which device belongs the first reported left side device. Hence, a second file (manufacturer report number 1645337-2022-06594) was created to report device findings for the second device. On june 7, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease and extending to the anterior view, measuring approximately 4.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 225cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively confirmed via mammogram, ultrasound, and MRI. As a result, the patient will undergo explantation and replacement with mentor gel device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 10, 2022, mentor became aware that the patient, due to personal reasons, had to postpone her implant exchange scheduled for (B)(6) 2022. Hence, corresponding fields have been updated on this form as follows: field b2 "is other serious" has been selected; the date of explant is removed from field d6b; health effect - impact code "recognized device or procedural complication" has been added to field h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2022, mentor became aware that the date of surgery is march 30, 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation is march 30, 2022. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).